Manufacturer narrative:
The doctor does not believe the device/treatment caused the carcinoma, but is questioning whether the treatment could have triggered it from a possible pre-existing lesion and potentially brought it to the surface. Given exposure to the sun and chemical carcinogens may cause keratoacanthoma (ka) tumors. Additionally, ka can be caused by trauma, human papillomavirus (hpv), and genetic factors it is unk whether the treatment contributed to the ka.

Event description:
Patient treated with non-ablative laser for brown spots on chest in jan and again in march. There was no system errors noted during the treatment. The tip was not returned by the clinic. In (B)(6) patient presented with a 3-4 mm bump on the chest. A biopsy was performed: based on the growth pattern, well-differentiated invasive squamous-cell carcinoma (keratoacanthoma-type) is favored.